Event description:
It was reported that the pt felt a noise and after that he stopped being able to hear. The external parts were checked and they were working well, testing was performed and it showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.